Manufacturer narrative:
Continuation of d10: product ID 37603 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37603 (serial: (B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2023; explant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that in june or july of last year they suddenly were unable to write. When the patient got home, they checked the ins and the patient programmer indicated that the ins battery level was "so low it would not operate." The patient thought the ins battery failed somehow, so they turned the ins off for about 20 minutes then checked it again. When the patient checked the ins the second time, the patient programmer indicated that the ins battery was "within operating range." When the patient turned the ins back on, however, they said "you could just watch it [the ins battery] bleed down." The patient stated that the ins got replaced on (B)(6) 2023.